Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent and the 14th & 15th row distal to the proximal edge were distorted, bunched and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 76% stenosed, 23x3.2mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the severely tortuous and moderately calcified left anterior descending(lad) artery. After the introduction of a pt2 guide wire, predilation was performed. Subsequently, a 4.00x38mm promus element¿ plus drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.